Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing a full system boot. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer inspected the system remotely and confirmed the reported issue. A philips field service engineer visited onsite and replaced the host-pc to resolve the issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The host-pc was returned for further analysis. Functional testing was performed and it was found that the hard disk drive bay (hdd) was defective. The codes were updated based on the investigation outcome.